Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (hydromorphone) via an implanted pump. The indication use was spinal pain mentioned. The patient reported that the pump was turned off on (B)(6) 2024 to (B)(6) 2025 and turned back on (B)(6) 2025 to low level. The patient had a fall on (B)(6) 2025 on a dumbbell and puncture his diaphragm. The patient stated that they ended up in the emergency room (ER) because they had a subdural hematoma and they had to do surgery on his diaphragm that was punctured from the fall and his lumbar hernia. He was in the hospital, and they told him the level of medicine he was getting was extremely high and he was experiencing an overdose and hallucination and talking to people that did not exist. They had to have the pump removed about a month and a half ago and the catheter did not get removed because it was too dangerous. The patient asked if the pump could be permanently shut off. The patient stated prior to his fall, the pump was functioning good. The patient mentioned he was being represented by an attorney. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a consumer stated that the pump went to pathology after it was removed and that the catheter was sutured close because of the danger of pulling it out. He also mentioned that the doctor made a mistake leading to the patient being overdosed and a subdural hematoma occurred. Additional information was provided from a consumer stated that the medtronic pump helped him and there was no complaint about the pump. He will be having cervical surgery and many other surgeries.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe. Merge into 707511371.